Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver did passed the charge and boot test. The receiver functional test was performed and it passed all the relevant testing. The receiver log was reviewed. It showed that the receiver shut down for low battery within the relevant dates of this investigation when the battery was charged at ~40%. The receiver download also contains an 'rttloss' event following the low battery shutdown. The receiver case was opened for an internal visual inspection and it failed. Moisture detection sticker was found to be activated. Further testing could not be performed due to moisture detection sticker having been activated. The reported event that the receiver ceased to function was confirmed. The root cause could not be determined.